Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue ¿as reported to customer relations: "patient is not doing well. Chronic stent replacer and wanted to try the resonance stents. Since implantation patient has had increased bladder spasms and leaking at the foley. It is unclear at this time how the physician will proceed. ¿ additional information gathered: did anything have to be removed from the patient? No, not as of yet. Current storage conditions: this device was from rep stock she brought from her home date of implant. (B)(6) 2016. Why was the stent removed? (Exchange? Or other issues?). N/a not removed- still in patient additional information requested but not yet received as of 08mar2017: clarify what is meant by 'leaking at the foley.' What is the current status of the patient. What does the doctor plan to do as a result of this incident (as it is unclear from the complaint)¿. A google search was completed for the medical term foley and it was found to be a term used to describe a type of urinary catheter. There were two complaint files opened in response to the customer complaint description as there were two stents placed in the patient. This complaint was opened in response to the rms-060026-r device of lot c1297212. The device involved in this complaint was not returned to cirl for an evaluation; therefore a documentation based investigation was carried out. The complaint was confirmed based on customer testimony. As the rms-060026-r device of lot c1297212 involved in this complaint was not returned for a lab evaluation, it was not possible to determine a root cause of this complaint. The following clinical input was received ; ¿it is difficult to conclusively determine what the customer means by ¿leaking at the foley¿. The resonance stent is a metal stent that goes from the renal pelvis to the bladder. It¿s used when you want a stent with longer indwell time than a plastic stent, particularly in patients with some kind of compression on the ureter; often a malignant compression. The side effects from having such a stent are many and include pain, typically colicky flank pain, theorized to be related to ureteral contractions around the stent. This particular patient seems to be pretty bad off in that he/she also needs a foley catheter, which would go from the bladder, through the urethra (or suprapubic stomia), and into a drainage bag outside the patient. Somewhere along this path there are one or more connectors. The foley catheter could also cause pain, but of a different kind, related to its position in the bladder and urethra. ¿leaking at the foley¿ could refer to a leak from one of the connectors of the foley tubes, or it could refer to a leak, between the foley catheter and the urethra. Neither of these leaks would have anything to do with the resonance stent. Regarding the bladder spasm, this could either refer to the colicky pain described above attributable to the resonance stent in the ureter. (However, this pain would typically be more of an intermittent flank pain, but I can¿t rule out that someone would refer to it as ¿bladder spasm¿). It could also refer to the pain and cramps sometimes experienced from having a foley catheter in place. Bladder pain/spasm would likely not be related to the resonance stent in this case since the type of ureteral stent used should not have an impact on the pain felt in the bladder from the foley. The last type of pain I can think of is the pain from a growing hydronephrosis, e.g. Caused by a stent that is kinked or encrusted. In my clinical experience the term ¿bladder spasm¿ is more often used when talking about certain types of incontinence. Which would not make sense in this case. In summation 1) I¿m not sure why we are assessing bladder spasms and leaks when the device in question is a ureteral stent. I don¿t see it as likely that bladder spasms are related to the ureteral stent. However, pain from ureteral spasms caused by the ureteral stent could also be what they are referring to. 2) unless ¿bladder spasm¿ is referring to hydronephrosis, I don¿t foresee this being a life-threatening event.¿ based on the clinical input, a possible cause of the pain and bladder spasms and leaking at the foley experienced by the patient could be attributed to the placement of a foley catheter and not the resonance stent in question. However, as there was only a limited amount of information provided by the customer, it is not possible to conclusively determine that this is the root cause of the complaint. It should be noted that the instructions for use (IFU) state the following in the ¿warnings¿ section: ¿individual variations of interaction between stents and the urinary system are unpredictable¿ and " the use of this device should be based upon consideration of risk/ benefit factors as they apply to your patient" and "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage." Potential adverse events associated with indwelling ureteral stent listed on the IFU include: pain / discomfort, diminished urine drainage/ stent occlusion, stent encrustation, hydronephrosis, pyuria (due to infection). A review of the manufacturing records for the rms-060026-r device of lot c1297212 did not reveal any discrepancies that could have contributed to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1297212; upon review of complaints this failure mode has not occurred previously with this lot # c1297212. A review of the incoming quality control record for the stent component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all rms-060026-r devices are subject to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "patient is not doing well. Chronic stent replacer and wanted to try the resonance stents. Since implantation of the (B)(4) the patient has had increased bladder spasms and leaking at the foley. It is unclear at this time how the physician will proceed. "